Event description:
Customer reported being hospitalized for dka. The troubleshooting performed indicated that the pump appeared to be operating normally, however, a tubing clamp was sent to customer in order to complete troubleshooting.